Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc determined that the customer ran out of sample diluent solution. The customer got an alert to replace the sample diluent and instead the customer replaced the sample probe cleaner but the count for sample diluent was updated instead. The cause of the discordant, falsely elevated na, k and cl results is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples and discordant, falsely elevated na, k (potassium) and cl results were obtained on a third patient sample on a dimension exl with lm instrument. The discordant results of patient (B)(6) were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.